Event description:
It was reported that balloon rupture and balloon detachment occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the procedure, the balloon burst and part of the balloon was detached into the patient's body. The patient underwent open surgery to remove the device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a 0.014 inch guidewire stuck inside the separated distal section of the balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 14.4cm from the tip and the guidewire lumen is separated 17.2cm from the tip. The balloon is separated 141.2cm from the hub and the guidewire lumen is separated 139.2cm from the hub. Microscopic examination revealed that there are multiple buckling to the guidewire lumen of the separated distal section. The proximal marker band is damaged. The inflation lumen and guidewire lumen are torn from the exit notch to the separations. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and balloon detachment occurred. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the procedure, the balloon burst and part of the balloon was detached into the patient's body. The patient underwent open surgery to remove the device. No further patient complications were reported.